Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was asked for a consult review regarding possible loss of capture. Ts observed a heartrate lower than the lower-rate-limit, likely due to loss of capture and oversensing, and it was decided to replace the device and leads. Later, the device and leads were replaced due to pacing not being delivered when required, pocket stimulation, increased right ventricular (rv) lead thresholds, and loss of rv capture. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was asked for a consult review regarding possible loss of capture. Ts observed a heartrate lower than the lower-rate-limit, likely due to loss of capture and oversensing, and it was decided to replace the device and leads. Later, the device and leads were replaced due to pacing not being delivered when required, pocket stimulation, increased right ventricular (rv) lead thresholds, and loss of rv capture. No additional adverse patient effects were reported.